Event description:
According to the facility on (B)(6) the patient was on a ventilator when a leak was noted on the graphics. Per the facility the inspiratory and expiratory limbs melted as they were partially under a velcro hug, 'but not enough to melt both limbs'.

Manufacturer narrative:
According to the facility on (B)(6) the patient was on a ventilator when a leak was noted on the graphics. Per the facility the inspiratory and expiratory limbs melted as they were partially under a velcro hug, 'but not enough to melt both limbs'. The patient received 2 nebulizer treatments, but no harm or injury was reported to the patient. The sample was requested for evaluation but has not been returned. No additional information is available at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.